Event description:
A malfunction alarm was reported, specifically malfunction code 9. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.